Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. Additional information was requested and the following was obtained: on which firing did the event occur? Unknown. If this was a reload firing, were there any opening issues with previous firings? Unknown. Did the jaws eventually open? No. What color cartridge was being used? White. Was buttressing material being utilized? No. If yes, what product... The device was received for analysis with no visual non-conformances and with an ecr45w cartridge loaded on the device. The knife was not fully retracted, thus the device would not open. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon could not open the device after she placed it in the trocar. Case completed with another device of the same product code. There were no patient consequences.